Manufacturer narrative:
Safety assessed the event as not related to the device and probably related to anti-platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the rca. Approximately two weeks post index procedure the patient suffered cardio-respiratory arrest. The event was related to myocardial infarction. The patient was hospitalized and treated with a blood transfusion. The patient experienced multi-organ failure, acute renal failure and respiratory disease. The patient died on the same day as the arrest. The investigator assessed the event as not related to the antiplatelet medication. The sponsor assessed the event as possibly related to the resolute onyx device, but not related to the antiplatelet medication.

Manufacturer narrative:
Probable stent thrombosis recorded. The investigator assessed the event as not related to device. Cec adjudicated the event as death - non cardiovascular. Death from liver failure and bleeding. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated the bleeding as barc type 5a. Hemorrhagic shock prior to death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the patient was also treated with medication and resuscitation for cardiorespiratory arrest. If information is provided in the future, a supplemental report will be issued.